Event description:
Customer reported via phone call that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 100 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Leaking motor oil was noted. Device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.